Manufacturer narrative:
The facility cancelled the service request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
The customer reported a system message displayed. No further details given. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.